Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   No additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that upon opening the package, the nurse noticed particles on the dressing. The nurse did not use this product on the patient and isolated the product. The remaining products of same box did not show this issue and have been used. Photos depicting the reported complaint issue were provided by the complainant. No further details have been provided.

Manufacturer narrative:
A batch record review indicates no discrepancies with the complaint issue. Preventive maintenance records (pm)'s have been checked and these were all completed and up to date with no issues relating to the complaint issue. A photograph has been received for this complaint which was evaluated and no physical sample has been received. Should a sample be received for the complaint, the case will be re-opened and investigated. As no physical sample has been returned the foreign matter can not be determined and therefore the root cause can not be determined. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).